Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged through an x-ray. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.